Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protectors p53 leaked, and that the expansion chamber failed to inflate/deflate properly. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that bd phaseal protectors p53 leaked, and that the expansion chamber failed to inflate/deflate properly. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: two sample units were received for investigation by our quality engineer team. Upon evaluating the returned samples, defects were not observed. The protector fit properly to the vial and the expansion chamber worked properly with no signs of leakage. A device history record review did not reveal any issues during the production of the reported lot number that could have contributed to the reported defects. If the protector is used more than once, liquid may accumulate and oversaturate the hydrophobic filter. If oversaturation occurs, the overpressure prevents proper air release to the expansion chamber. If liquid accumulates within the internal face of the vial rubber stopper, the same overpressure may occur. It is recommended that the instructions for use are carefully followed when using and assembling the protector product. Investigation conclusion: the defect was not confirmed in any of the samples evaluated. No non-conformances were found during DHR review. To take into account: in case of the protector is used more than once, liquid of the vial can be accumulated over the filter oversaturating it. An overpressure is created around the hydrophobic filter and no air can be released to the expansion chamber. This can produces significant resistance to inject the air into the vial. On the other hand, in case of liquid was accumulated in the internal face of the vial rubber stopper, it can pass through the protector cannula and be accumulated over filter causing the same effect (resistance to inject the air and leaks into the expansion chamber in case of overpressure). It is recommended to carefully follow the instructions explained in the IFU.

Event description:
It was reported that bd phaseal¿ protectors p53 leaked, and that the expansion chamber failed to inflate/deflate properly. No serious injury or medical intervention was reported.